Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va131ft, implanted: (B)(6) 2016, product type: lead. Patient code pertains to both ipg (B)(4) and tined lead (B)(4). Device codes pertain to both ipg (B)(4) and tined lead (B)(4). Evaluation code pertains to both ipg (B)(4) and tined lead (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had pain and were in a motor vehicle accident the week previous to the call. The patient reported the stimulation was related to positional movements. The patient decreased the stimulation, but there was no change. The patient reported they had pain while sitting in the car and driving. The patient noted the pain was at the implantable neurostimulator (ins) and lead site. The patient noted the symptoms were sudden in change. The patient noted that sitting in the drives seat intensifies the pain, driving was miserable. The patient noted she was going to try and put a pillow on the seat. The patient noted the pain began last week when she had the car accident; the patient noted her car was totaled so she was driving a rental car. The patient noted the kind of rental, a (B)(4), had something to do with it because she only had pain when driving this make and model of rental car. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Event description:
Additional information was received from the patient and it was reported the pain at the ins and lead site had been resolved. The patient reported that no steps were taken to resolve the pain at the ins and lead site. The patient also reported that they had a fall in september.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.